Event description:
Patient had been administered oral dantrium since (B)(6) 2011 for the treatment of spasms. Patient's dose on (B)(6) 2011 was 130 mcg/day; and "no particular problems" were noted. Worsening spasticity exhibited on (B)(6) 2011. Withdrawal symptoms were further noted; and the patient experienced "mild" increased myotonia beginning on (B)(6) 2012. Causality was unknown. The patient's family on (B)(6) 2012 indicated swelling in the patient's upper left extremity and face, which was thought to be probably due to an unusual increase in myotonia. Later, the patient experienced swelling in both their upper and lower extremities on (B)(6) 2012. Orthopedic consultation was performed on (B)(6) 2012; however, no problems were determined. Due to marked increase in spasticity on the left side, the baclofen dose was increased. The patient's dose was adjusted on (B)(6) 2012 to 155 mcg for spasm control. An overdose was indicated, and in regards to "severe" hypothermia (89.6 f on (B)(6) 2012) the causality was indicated as being unknown. The patient was hospitalized on (B)(6) 2012 with a body temperature of 102.2 f and worsening spasticity. The dose was decreased to 130 mcg on 02/07/2011 as the effects were thought to be of an overdose. A pump refill was scheduled on 02/09/2011. In regards to the refill the following was noted: "could not intake residual medication inside the pump, could not inject." Catheter function was determined as being ok. The refill became possible due to "warming"; and 50 mcg of screening formulation was injected. The patient's dose was adjusted on (B)(6) 2012 to 48 mcg. The patient had not recovered from the increased myotonia as of (B)(6) 2012. Additional information received later noted that the patient's spasticity and adl function vs. Pre-dosing was noted as not having changed on (B)(6) 2011, and later as having worsened as assessed on (B)(6) 2012. Multiple dose adjustments occurred from (B)(6) 2012 to (B)(6) 2012 (gabalon dose ranged between 48 mcg/day and 155 mcg/day). The patient's family noticed facial tension and tension of the patient's upper-arm on (B)(6) 2012. In regards to hypothermia, the patient required hospitalization or prolongation of hospitalization for the treatment of the adverse event. The patient's increased myotonia was considered as not being a serious condition; and the patient had recovered from it on (B)(6) 2012. A pump operability test performed on (B)(6) 2012 revealed abnormal findings. Per physician assessment the following was indicated: "suspected due to underlying disorder a problem with temperature regulation (sequela of head injury); in cold weather, the patient tends to develop hypothermia. In the present itb treatment, whether the development of hypothermia was associated with the underlying disorder or a side-effect of itb therapy is unknown. However, patients with similar conditions are not few in number."

Manufacturer narrative:
(B)(4).